Event description:
It was reported that during the preparation for a stenting treatment procedure, the stent became "lifted up" while outside of the patient anatomy. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during the preparation for a stenting treatment procedure, the stent became "lifted up" while outside of the patient anatomy. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer:a visual and microscopic examination revealed the stent was damaged along its entire length. The struts on the first row on the distal end of the stent were raised up. The struts on the fifth row in from the proximal end of the stent were misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).